Manufacturer narrative:
Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.

Event description:
Consumer called to report a pledget that unraveled when she removed it. The pledget did separate into 2 pieces. The second piece remained in the vaginal canal. She stated manual removal was successful.